Event description:
Nurse called to report the customer was hospitalized for diabetic ketoacidosis. The infusion set had already been removed during the call, and the customer had no supplies with her to troubleshooting the insulin pump.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.